Event description:
The account alleged the bed exit alarms on their ICU beds were not always alarming when patients attempted to exit the bed.

Manufacturer narrative:
The technician isolated the problem to the bed exit sensors. He replaced the bed exit sensors to repair the bed.